Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not found on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex g grid. A supplemental MDR was submitted to reflect the correct imdrf annex g grid.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture ,07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 2.1 was not detected on the bus. A field service engineer (fse) reconnected all connections and tested the drawer using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not found on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.